Event description:
No additional information received from the customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited no image. The reported issue occurred during inspection for use before the examination and there were no reports of patient harm. *this inquiry is a clone of parent inquir inq-596506. This inquiry captures product pcf-h290zi previous occurence, see inq-596995 for cv-1500 previous occurence.